Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (service code) has been confirmed. Upon investigation, the monitor would not power on. The cause of the problem was isolated to computer analog (ca) board (B)(4). The ca board has been returned to vendor for replacement of the ca board flash memory components u102 and u105. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective flash memory. The patient was issued a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report that her monitor was displaying a service code. The patient was issued a replacement monitor.